Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were multiple air bubbles/gaps in the infusion set tubing. The customer's blood glucose (bg) level was 325 mg/dl and the bg level was addressed with a bolus via the pump. Recommendation was made by tandem's technical support for the customer to prime the tubing until the air was removed.